Event description:
The physician attempted placement of the jostent graftmaster for treatment of free perforation. Reportedly, the stent was implanted and the perforation was sealed; however, the stent detached from the balloon prior to delivery. No adverse patient events were reported. Although requested, additional information was not available.